Event description:
The patient presented in clinic following a vibratory alert. The device was interrogated and revealed back-up vvi status. Technical support was contacted and reviewed the device image, premature battery depletion was suspected. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The reported field event of bvvi was confirmed in the lab. The cause of the bvvi operation was due to a power-on reset (por) that occurred. The image file recorded rapid battery depletion due to high current draw in the final month of implant. The high current draw was confirmed in the lab and was caused by an integrated circuit failure. This integrated circuit failure was also the cause of the por in the field.